Event description:
Customer reported unit started to reboot continuously. There was no reported pt injury. Investigation/conclusion: ge healthcare's investigation into the reported occurence is still ongoing.